Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device flex circuit, cord, and cable were damaged, was overheating, made excessive noise and the etching was illegible. The reported condition of the device falling apart was not confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device flex circuit, cord, and cable were damaged, was overheating, made excessive noise and the etching was illegible. It was further determined that the device failed pretest for visual assessment, cable assessment, motor thermistor assessment, noise assessment, air pump assessment and handpiece temperature assessment. It was noted in the service order that the device hose was disconnected on the proximal end. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.